Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that customer was in emergency room and was hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2020 with blood glucose level was 545 mg/dl. Customer stated other blood glucose value was 516 mg/dl , 410 mg/dl. Customer was treated with manual injection and subcutaneous insulin. Customer stated insulin pump was not working, damaged and also they alleged insulin pump was under delivering. Troubleshooting was performed. The insulin pump will be returned for analysis.